Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): battery - high impedance. The elective replacement indicator (eri) is the result of high internal battery resistance.

Event description:
It was reported that there was possible early battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was at elective replacement indicator (eri) and there was possible early battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.